Event description:
Nursing home pt expired from a reported overinfusion of morphine. Pt was receiving the drug subcutaneously with prescription of 1mg/hour. The morphine was in a 100ml bag with a concentration of 10mg/ml. The pt reportedly received the entire contents of the bag over 10 hours. The nursing home paged the rn on call when the pt was found unresponsive. The pt was given narcan and transported to the hospital where the pt expired. Despite baxter's attempts to gather additional info, details regarding the pt's age, weight and other specific info where not released by the reporting facility. No autopsy report has been made available by the reporting facility.